Event description:
A distributor reported on behalf of a healthcare facility in thailand that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking prior to patient use. A crack on the dome of the chamber was identified. There was no reported patient harm.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking prior to patient use. A crack on the dome of the chamber was identified. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Corrections: section b4: date of this report field updated. Section d9: returned to manfacturer ticked; date returned to manufacturer field updated. Section g3: date received by manufacturer field updated. Section h2: correction and device evaluation ticked. Section h3: device evaluated by manufacturer updated. Section h6: adverse event problem coding updated. Section h11: additional manufacturer narrative updated. Method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare new zealand for investigation, where it was visually inspected and performance tested. Our investigation is based on the information, photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject device observed a crack on the side of the dome, from the left port and stretching to the base. Leak testing was performed and confirmed that there was a severe leak. Further analysis identified that the crack may have been due to an external mechanical load. Conclusion: the reported leak was found to be due to a crack that was observed on the chamber dome. Our investigation was unable to conclusively determine the root cause of the observed crack. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit include the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking prior to patient use. A crack on the dome of the chamber was identified. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the mr290v vented autofeed humidification chamber had a crack in the chamber dome. The crack was observed to stretch from the left port and ending just above the waterlevel line, confirming the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit include the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.